Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the seal of the product packaging was broken prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use, the seal of the product packaging was allegedly broken.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted 1 sample with an open seal, the package already opened, and was bent. In addition, the open seal was noted at the edge of the package. It was also noted that the broken seal was due to the catheter being trapped in it. The catheter was cut in a half, the water packet was already activated and empty. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿a. Peel back package to expose funnel end of catheter. If desired, use the self-adhesive tape on the package to temporarily attach the pouch to any dry vertical surface. Remove catheter and use according to physician¿s instructions." (B)(4).

Event description:
It was reported that prior to use, the seal of the product packaging was allegedly broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the seal of the product packaging was broken prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use, the seal of the product packaging was allegedly broken.